Event description:
It was reported that on (B)(6) 2014, the patient presented to the hospital with a st elevated myocardial infarction (mi) and elevated enzymes. A 3.0x15mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2014, the patient presented with life threatening heart failure that required medication and prolonged hospitalization. On (B)(6) 2014, the heart failure resolved without additional sequela and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2014: electrocardiogram(ECG)=no myocardial infarction; (B)(6) 2014 (0925): creatine kinase muscle and brain (ck-mb)=218.20 ng/ml, normal upper limit 4.94. (B)(6) 2014 (0925): troponin=10 ng/ml, upper reference limit 0.014. (B)(6) 2014 (11:25): creatine kinase muscle and brain (ck-mb)=6.44 ug/ml, normal upper limit 4.94. (B)(6) 2014 (11:25): troponin=8.060 ug/ml, upper reference limit 0.014. There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.